Manufacturer narrative:
Analysis of historical records: first wire that snapped: orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1216 lot 24439320 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Please also kindly refer to MFR report 9680825-2016-00050. Second wire that snapped: the device was not retrieved. Unfortunately also the batch number has not been made available and therefore it was not possible to perform the verification of the historical data. Please also kindly refer to MFR report 9680825-2016-00051. Misshaped wire: orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1216 lot 24354721 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Please also kindly refer to MFR report 9680825-2016-00052. Technical evaluation: the two returned devices, received on may 24th, 2016, were examined by orthofix (B)(4) quality engineering area. In particular it was received: 1 tl wire code 54-1216 lot 24439320 (snapped); 1 tl wire code 54-1216 lot 24354721 (misshaped). The devices were subjected to visual and dimensional check. The visual check evidenced that the wire lot 24439320 had the tip broken while the other wire lot 24354721 had the tip damaged, twisted. The dimensional check, performed where possible, did not evidence any anomalies. From the results of the technical evaluation, it was assumed the devices conformity to design and product specification. The failure occurred is most likely to be attributable to an incorrect use of the devices. Medical evaluation: the information made available on the case together with the results of the technical investigation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "The technical evaluation report shows that the wire tips have been damaged, and states that this one surgeon has had 10 cases of wire breakage or deformity, and these are the only complaints received. I agree that it is very likely that these problems are technique related. Generally we recommend that wires are inserted at a low speed with moderate pressure, using a wet swab to grip to wire to steady it and provide some cooling. Care should be taken when inserting wires through hard diaphyseal bone. Hammering the wire may be a preferable technique". Final comments: from the results of the technical evaluation, it was assumed the devices conformity to design and product specification. The failure occurred is most likely to be attributable to an incorrect use of the devices. The medical evaluation evidenced as follow: "the technical evaluation report shows that the wire tips have been damaged, and states that this one surgeon has had 10 cases of wire breakage or deformity, and these are the only complaints received. I agree that it is very likely that these problems are technique related. Generally we recommend that wires are inserted at a low speed with moderate pressure, using a wet swab to grip to wire to steady it and provide some cooling. Care should be taken when inserting wires through hard diaphyseal bone. Hammering the wire may be a preferable technique". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images and copies of the operative report. Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device-related. Orthofix (B)(4) historical records shows that no other notifications have been received in regards to these specific device lots. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm); batch number: 24439320 (snapped), 24354721 (misshaped); quantity: 2; hospital name: (B)(6); surgeon's name: mr (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: correction; patient information: male, middle age, high bmi; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: "mr (B)(6) wanted to remove a wedge of bone so put wires to create a path to guide the osteotomes. The wire snapped off in the bone during wire insertion. The wires were simply placed into the bone upon power and broke just before they had reached their full insertion. Both wires broke in the same place and mr (B)(6) is concerned something has been changed in the wires. The broken fragments were eventually removed as a wedge of bone was cut out as part of the procedure. (B)(6) could retrieve only one of the two broken wire 24439320 (snapped) and other misshaped wire 24354721. Note: there was absolutely no contact between the wires and the osteotomes". The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with used device; a replacement device was immediately available to complete the surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the x-ray images are not available; patient current health condition: "the issue with the wire didn't have an effect on the patient's health". On june 14, 2016, orthofix (B)(4) received the following confirmation from the local distributor: a total of three wires are involved in this event: 2 snapped wires (lot 24439320 and lot unknown); please refer to MFR reports 9680825-2016-00050 and 9680825-2016-00051; 1 misshaped wire (lot 24354721); please refer to MFR report 9680825-2016-00052. (B)(4).

Manufacturer narrative:
Analysis of historical records: first wire that snapped: orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1216 lot (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Please also kindly refer to MFR report 9680825-2016-00050. Second wire that snapped: the device was not retrieved. Unfortunately also the batch number has not been made available and therefore it was not possible to perform the verification of the historical data. Please also kindly refer to MFR report 9680825-2016-00051. Misshaped wire: orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1216 lot (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Please also kindly refer to MFR report 9680825-2016-00052. Technical evaluation: the technical evaluation on the two returned devices is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm). Batch number: (B)(4) (snapped), (B)(4) (misshaped). Quantity: 2. Hospital name: (B)(6). Surgeon's name: mr (B)(6). Date of surgery: (B)(6) 2016. Body part to which device was applied: tibia. Surgery description: correction. Patient information: male, middle age, high bmi. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "mr (B)(6) wanted to remove a wedge of bone so put wires to create a path to guide the osteotomes. The wire snapped off in the bone during wire insertion. The wires were simply placed into the bone upon power and broke just before they had reached their full insertion. Both wires broke in the same place and mr (B)(6) is concerned something has been changed in the wires. The broken fragments were eventually removed as a wedge of bone was cut out as part of the procedure. Tm could retrieve only one of the two broken wire (B)(4) (snapped) and other misshaped wire (B)(4). Note: there was absolutely no contact between the wires and the osteotomes". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The surgery was not completed with used device. A replacement device was immediately available to complete the surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required . Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: "the issue with the wire didn't have an effect on the patient's health". On june 14, 2016, orthofix (B)(4) received the following confirmation from the local distributor: a total of three wires are involved in this event: 2 snapped wires (lot (B)(4) and lot unknown); please refer to MFR reports 9680825-2016-00050 and 9680825-2016-00051. One (1) misshaped wire (lot (B)(4)); please refer to MFR report 9680825-2016-00052. (B)(4).